Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly, after the implantation, the patient began experiencing discomfort in the area of the device. It is further alleged that as symptoms persisted, additional diagnostic workup reveled the presence of markedly increased levels of metal ions in the patients' blood and/or urine and the device was surgically removed on (B)(6) 2004.